Event description:
It was reported that an implantable cardioverter defibrillator (ICD) device battery had depleted earlier than the customer expected. The device was replaced and returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Product ID: 5568-53, implantable pacing lead, implanted: (B)(6) 2009; product ID: 694765 implantable tachy lead, impl anted: (B)(6) 2009. (B)(4).